Manufacturer narrative:
It was reported that the removal surgery date is unknown on 26-apr-2017.

Event description:
Additional information was received that the spectra penile prosthesis was previously removed "several months ago" and the patient was given treatment for infection at that time. On (B)(6) 2017, an inflatable penile prosthesis was implanted.

Manufacturer narrative:
An analysis was performed and the results are as follows: the spectra cylinders were visually inspected and functionally tested. Both cylinders performed within specifications

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had his spectra penile prosthesis removed due to infection. No further patient complications were reported in relation to this event.